Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 7. Reference MFR report# 3006705815-2018-03133. Reference MFR report# 1627487-2018-12457. Reference MFR report# 1627487-2018-12459. Reference MFR report# 1627487-2018-12496. Reference MFR report# 1627487-2018-12501. Reference MFR report# 1627487-2018-12519. It was reported that the patient suffered bruising and soreness around the ipg site and around the eyes. Reportedly, the patient had stiffness in the neck and the arms as well. Physician called in for the antibiotics treatment. Blood cultures were negative. Reportedly, fluid was accumulated in the ipg pocket site and lead site was swollen. As a result, surgical intervention was undertaken wherein the system was explanted. Patient is reported to be recovering.